Event description:
Initial phenytoin result for a patient sample was 12.0 ug/ml. When retested with another method, the result was 22.3 ug/ml. Investigation determined that the reagent contained an indequate amount of the raw material that reduces interfernce by human anti-mouse antibody.